Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
We did a primary reverse on a patient in (B)(6) on (B)(6) with dr (B)(6). Patient had a history of falls and was generally non compliant. Pt dislocated and we changed the 42x6mm poly to a 42x9mm poly on (B)(6). Pt dislocated again and we revised this pt again on (B)(6). This time when the doc opened the patient, the reverse tray and the poly were disassociated.